Event description:
Multiple (5) version 12 tip covers did not adequately form to the tip of the monopolar hot shears, resulting in a loose fit and/or loss of integrity. In one case, the tip fell off into the patient's abdomen, but was retrieved.